Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery. The following balloon dilatation catheters (bdc) (3x15mm nc trek, 3x15mm trek, and 2x15mm mini trek) were used in the patient in the same procedure. All three bdcs failed to inflate, and there was an unknown serious injury that may be related to the devices. An unspecified stent was used to successfully complete the procedure. Reportedly, there was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery. The following balloon dilatation catheters (bdc) (3x15mm nc trek, 3x15mm trek, and 2x15mm mini trek) were used in the patient in the same procedure. All three bdcs failed to inflate, and there was an unknown serious injury that may be related to the devices. An unspecified stent was used to successfully complete the procedure. Reportedly, there was no adverse patient sequelae and no reported clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was received: the following balloon dilatation catheters (bdc) (3x15mm nc trek, 3x15mm trek, and 2x15mm mini trek) failed to inflate and delayed the procedure, but the balloons did not contribute to any patient harm. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaint from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.b1: adverse event removed. B2: outcomes attributed to ae updated from "other serious" to "na". H1: type of reportable event changed from serious injury to malfunction. H6: health effect - impact code 3191 - na was removed and code 2199 - na was added.